Event description:
It was reported that during the trochanteric fixation nail (tfn) procedure due to intertrochanteric proximal femur fracture. The surgeon threaded buttress/compression nut onto the blade guide sleeve to the end. The technique guide recommends to insert it only halfway. When the surgeon tried to turn advance buttress/compression nut in order to advance the sleeve to the bone, it was jammed. The surgeon attempted to loosen it, but unsuccessfully and continued the procedure without advancing buttress/compression nut. Surgeon was not able to turn buttress/compression to further compress the fracture. Surgeon choose not to use the instruments from the second set. Surgeon locked helical blade in place and completed the procedure. This incident added about 7 - 10 minutes extra to the procedure. This is 2 of 2 reports for the same event.

Manufacturer narrative:
Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The sample was received with the buttress/compression nut assembled to the blade guide sleeve. The buttress nut was frozen on the sleeve. Scratches and nicks were present knurled side of the nut and dents around the holes, as well as brown discoloration appeared around the laser etch. Measurement and eval of the buttress nut could not be completed. The complaint is undetermined. The lot number was not received; therefore, a review of the device history record could not be completed.